Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer experienced a system error. The programmer's hard drive was reconfigured and loaded with updated software. It was also indicated that the keyboard was damaged and therefore replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported there was a system error that displayed at start up and the error did not clear. The programmer tested out of specification during manufacturer's analysis. The programmer was returned for repair. There was no patient involvement.